Event description:
A malfunction alarm was reported, displaying malfunction code 16. There was no reported impact on the customer's blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. The customer decided to use a backup insulin pump to ensure continued insulin delivery.